Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an unrecoverable error/transmitter failure was found in connection to the reported allegation. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0vdc. A review of the share logs was performed, and a p transmitter failed error was found within the investigation window. The allegation was not confirmed. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.